Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000524500, 3000519102 and 3000515944. The last 3 lots shipped to the account prior to the event/aware date. For lot# 3000524500 there were ncmrs documented for the reported lot number. DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event. For lot #'s 3000519102 and 3000515944 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 did not "fire up" when the package was opened. There was no harm.